Event description:
The patient reported that she had the system explanted because she was experiencing pain at the implant sites. She stated that she had the ipg moved from the side of her hip to her rib area several years ago. The patient also stated that she is still feeling discomfort at the sites where the ipg was implanted. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.